Event description:
The customer states that "the machine turned off and then started up by itself."

Manufacturer narrative:
(B)(4). The filed service engineer found a communication error between the generator and control unit. He cleaned the contacts of the controller board communications and replaced the dcvas board part number, 452210821912, this resolved the problem.